Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a /manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was feeling a zapping sensation on (B)(6) 2018 and again on (B)(6) 2018. The patient also noted that they felt a pinching and dull ache sensation in the ins pocket area that lasted all night on (B)(6) 2018. The rep ran an impedance check and saw that there were high impedances on electrodes 0, 1, and 2, but none of the electrodes were being used for stimulation. The cause of these issues were unknown and no action was being taken at this time. The issue was considered resolved for the time being. No further complications were reported.